Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2317-70; serial: (B)(4).

Event description:
A report was received that six hours after a lead implant procedure the patient experienced continued severe leg pain. The physician assessed that the lead was touching central nerves and caused irritation. The patient underwent an additional procedure the same day where the leads were repositioned. The pain subsided and the patient is doing well post operatively.